Event description:
A female patient of unknown age had a pacemaker implanted in the right side. Leads used; old ra lead: implanted in (B)(6) 2007. New ra lead: implanted in (B)(6) 2012. Rv lead: implanted in (B)(6) 2007, completely severed near the subclavian axis, but there is no information on whether the rv lead was also removed this time. In (B)(6) 2012, the old ra lead was remained in place, and a new ra lead, the lld ez (philips, lld lead locking device), was placed. On (B)(6) 2025: to remove the new ra lead, a philips glidelight 14 and glidelight 14 + outer sheath were inserted, but they became stuck at the subclavian flexion point. Therefore, a cook byrd 11.5 was replaced and it advanced a few centimeters but failed to advance beyond flexion. Byrd 11.5 was changed to a glidelight 16 and reached the middle of svc, but despite multiple laser irradiations, it could not be advanced any further. It was then changed to a cook evolution 11 + outer sheath and advanced to the subclavian region, but the tip of the lead became dislodged and was removed. Vital signs were stable. To remove the old ra lead, a glidelight 14 + outer sheath was inserted and advanced, but difficulties arose at the bent section, and it was changed to a byrd 11.5. The lead broke and the space between the positive and negative electrodes was extended while advancing the byrd 11.5. Then it was changed to a glightlight 16 and advanced, but failed to advance despite multiple laser irradiations from the upper to middle svc, so it was changed to an evolution 11 + outer sheath. The lead completely severed at the upper svc, with its tip adhering to the ra within the heart. The lead was retrieved, leaving only a few centimeters of its tip remaining. Blood pressure dropped to the 40s, and svc damage was suspected, so a thoracotomy was performed and repair was performed using a philips bride balloon. The patient was then successfully removed from the cardiopulmonary bypass, had her chest closed, and was admitted to the ICU.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. D4 - lot #: unknown d4 - serial #: unknown d4 - primary UDI number: unknown e1 - first / last name: unknown e1 - zip code / postal code: (B)(6). The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.